Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. The patient is an adult. Although requested, patient demographics was not provided.

Event description:
It was reported that the tubing had a balloon in the silicone segment. Bubble was found at the top of the pump segment after air in line alarm. There were no adverse effects caused to the patient from the event. Although requested, additional information was not provided.